Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the non-calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.